Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported epithelial ingrowth and fibrosis at flap side cut, on a patient¿s left eye, after lasik surgery. There are multiple related reports for this facility. This report addresses patient am's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Review of the logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile (left eye). No relevant deviation between planed and performed energy is detectable for the reported treatment. The logfile shows that the bcc check for the left eye (os) was done immediately before treatment start. No technical root cause could be identified. The system was working within specification. During on site visit, fse (field service engineer) completed verification and fully qualified system. System meets specifications as per sir(service installation record). The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).